Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 81cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the corewire, inner, mid and outer shafts presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 90% stenosed, 20x3.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, the balloon shaft was fractured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft fracture occurred. The 90% stenosed, 20x3.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, the balloon shaft was fractured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.